Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result from a single proficiency sample occurred when tested on the vitros eciq system. Acceptable vitros tsh values were recovered from quality control fluids and four (4) other proficiency samples processed during the same testing event. No analyzer or reagent malfunction was identified. An acceptable vitros tsh value was recovered from the proficiency sample following calibration of the vitros tsh reagent. The investigation was unable to determine the root cause of this event.

Event description:
A customer observed a higher than expected ths result from a single proficiency sample when tested using vitros immunodiagnostic tsh reagent on a vitros eciq immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred with a patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)